Manufacturer narrative:
The navio surgical system us, pn: npfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. A screenshot review confirmed the user had set the tibia slope to 7 degrees, but could not confirm the reported problem, because there were no x-rays to confirm a close to 0 degree tibia slope. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Although the reported problem was not confirmed, screenshots of the tibia cut indicate there was over-resection of the posterior end, and that the bone was not burred to a flat surface. This would have prevented the tibia component from lying flat on the bone. For the tibia component to sit flat on the bone, it is a likely scenario that the user had rasped the bone until it was an even surface. However, more of the anterior bone would have been removed as opposed to the posterior in order to achieve the flatter surface. This could have created a smaller degree of slope than the planned 7 degrees the surgical technique guide instructs the user to update the virtual bone model in refine mode if manual instrumentation, such as rasps, are used for bone preparation at any time. In addition, the plane visualization can be used after bone removal to visualize the actual cut prepared. Refer to the surgical technique guide for the use of the plane visualization tool. This situation was captured in the navio risk assessment released at the time of the complaint. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during navio uka procedure they set tibia slope to 7 degrees. When patient x-ray was done at the end of the case, the tibia didn¿t look like it had that much slope in it, it seemed to be close to 0 degrees. No delay or additional complications were reported.